Event description:
The report received from the affiliate indicates that a crack was noted in the hub of the cypher select plus upon removal of the unit from its sterile packaging. The device was not resterilized. The device was pulled from the packaging by the hub and this is when the crack was noticed. The product was not used clinically, and another unk similar product was used to complete the procedure. The account is unwilling to provide any pt demographics per the reporting affiliate.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted with 30 days of receipt.